Manufacturer narrative:
The technician found the cause to be the communication cable is broken at interface with nurse call power control board. The technician replaced the communication cable to resolve the issue.

Event description:
The account alleged they cannot place a nurse call from the bed. No pt impact.